Event description:
It was reported that a shaft break occurred. The target lesion was located in the mildly calcified and mildly tortuous left anterior descending artery (lad). A 12mm x 3.00mm nc quantum apex mr was advanced to the lad. Following inflation and deflation, a broken portion of the balloon was noticed. To remove the detached portion of the device, all systems including guidewire, guide catheter, and balloon device were drawn back together, and removed from the patient. It was noted that the fracture occurred approximately at the middle part of the catheter. The procedure was completed with another of the same device. No patient complications were reported in relation to this event.

Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of an nc quantum apex balloon catheter. The device was visually and microscopically examined. There was a separation of the hypotube 42.5cm from the strain relief. The separated ends were jagged and ovaled in shape indicating the device was kinked prior to separation. There were numerous kinks to the hypotube of the device. There was contrast in the inflation lumen, and the balloon was tightly folded. Photo media reviewed aligns with analysis as photo depicts separation of hypotube as well as some of the hypotube kinks.

Event description:
It was reported that a shaft break occurred. The target lesion was located in the mildly calcified and mildly tortuous left anterior descending artery (lad). A 12mm x 3.00mm nc quantum apex mr was advanced to the lad. Following inflation and deflation, a broken portion of the balloon was noticed. To remove the detached portion of the device, all systems including guidewire, guide catheter, and balloon device were drawn back together, and removed from the patient. It was noted that the fracture occurred approximately at the middle part of the catheter. The procedure was completed with another of the same device. No patient complications were reported in relation to this event.